Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. Later, the patient has demised. During a pulse field ablation procedure, a versacross access solution was selected for use. The physician prepared for transseptal access, confirmed position and one second radio frequency was applied as requested. The patient's blood pressure dropped. The physician requested the echo to be performed which confirmed there was a pericardial effusion (pe) in the pericardium. A pericardiocentesis was performed where 2000mls of blood was aspirated. The physician called for a surgeon, who then performed open surgery repair and ECMO (extracorporeal membrane oxygenation). No ablation was performed. The patient was hospitalized. Later, the patient has demised. Act was above 350. No tee was used to confirm tenting prior to rf application for transseptal access. There were no issues noted with transseptal puncture workflow. No device malfunctions reported. The device is not expected to be returned for analysis (disposed).